Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the socket slider switch was worn out causing intermittent use of the high intensity mode, there was corrosion inside the scope tubing, the pins were corroded the scope socket were corroded, the lamp life meter was reading at 300+ hours, and the light intensity output was unstable and out of range. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source did not produce an image. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.

Event description:
The customer reported that the issue was found at preparation for use for a colonoscopy. Additionally, the customer clarified it was not a scope problem but a light source issue. The customer reported that another gi cart was used to complete the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due rust or corrosion found in each part (inside scope socket tubing and pins inside scope socket.). Olympus will continue to monitor field performance for this device.